Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. Further information was received from the field service engineer indicating that the system locked up as a result of the error. There is no report of a patient injury or death associated with this event.